Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d5, d8, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from customer.

Event description:
It was reported that the video processor's screen became blurred and indistinct indirectly during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
Completed facility address: e2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.